Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: (B)(6) 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During 2-months post-op exam it was reported that the intraocular lens (iol ) was explanted form the patient's right eye due to mechanical complications. This was specifically described as blurriness with distance visual acuity. Patient reports that everything she looked at seemed like it was "missing pieces". Patient had headaches. Vision 20/100 uncorrected, best corrected 20/40. It was also noted that there difficulty seeing fully of whatever she was looking at in the distance. Haziness at all focal points. Reading small prints not crisp and outcome significantly interfered with activities of daily life. It was noted that there was no replacement iol put in. Current patient status (post-explant) unknown. No other information was provided.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.